Manufacturer narrative:
The MFR investigation is still ongoing; when add¿l info is received, a follow-up report will be submitted.

Event description:
It was reported that the unit was running too hot. No pt involvement or adverse consequences are reported.